Event description:
It was reported a male pt with a history significant for renal transplant, smoking, copd, aortic stenosis, paroxysmal af, parathyroidectomy, hypertension, diabetes mellitus, acute gout, thrombocytopenia, pvd, and hyperlipidemia underwent valve replacement surgery without complication. The pt presented with shortness of breath four weeks post-op, and echo revealed an elevated gradient. In 2009, the pt was admitted to the ER with chest pain and several weeks of dyspnea and sweating episodes. Follow-up echo revealed an even higher gradient, and a decision was made to re-op. Intraoperative echo revealed a thickened area on the left coronary leaflet and the pt's annulus was heavily calcified. The valve was removed and replaced with another MFR's valve. The pt is reported to be in stable condition after the valve replacement surgery; however, he is rejecting the renal transplant, and is on the transplant list again. Additional info has been requested.